Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device is broken and detached at the catheter tip. A dynamic xt electrode catheter was selected for use. No patient complications were reported. The device is expected to be returned for analysis.